Event description:
Customer reported the anode is getting warm after an angio procedure, system automatically shutting down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the x-ray tube needed to be replaced.